Event description:
New information received stated that on (B)(6), 2020, the patient experienced additional episodes of atrial and right ventricular lead noise oversensing. Recommended programming changes were completed. There were no adverse consequences to the patient and the patient would continue to be monitored remotely and at the clinic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Upon examination, it was found that both the atrial and right ventricular leads exhibited noise. The episodes were normally seen as non-sustained oversensing and one instance of non-sustained ventricular tachycardia. It was noted that there was no way to program around the anomaly. The physician then extended the sensing intervals to avoid any inappropriate high voltage therapy for the patient. The patient was due to enter a hospice in the near future, therefore, no invasive intervention was planned. The patient was in stable condition at the time of examination. (B)(4).